Event description:
Event description cpi received information that these two leads, a sweet tip bipolar (4269), and a bipolar endocardial (4261) were both removed from service due to a clavical crush. They were replaced with two sweet tip leads (4269's).